Event description:
It was reported that syringe 60ml ll brazil had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: we are receiving nf 549.238 and we detected a divergence in lots 9182626 and 9182627 of item 302827, the same has a validity in the physical and in the nf there is another.

Manufacturer narrative:
H.6. Investigation summary no sample or photo was provided for investigation. Therefore, no sample/photo analysis could be performed, and the condition reported by the customer could not be confirmed. A device history review was conducted for lot numbers 9182626, 9182627, and 8332963 this is the 1st complaint for this type of defect or symptom. Based on the verbatim it seems there is a discrepancy of the packing slip and the invoice; this manufacturing site doesn¿t supply products to customers; it is recommended that marketing contacts the distribution center that supplied the products to this customer to fix the documentation issue.

Manufacturer narrative:
Correction: information was received about this complaint. We were informed that when contacting the customer there were no divergences, he just needed the expiration date information. So this issue was resolved at the distribution center. Thus this complaint is being canceled.

Event description:
It was reported that syringe 60ml ll brazil had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: we are receiving nf 549.238 and we detected a divergence in lots 9182626 and 9182627 of item 302827, the same has a validity in the physical and in the nf there is another.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9182626, medical device expiration date: 2024-06-30, device manufacture date: 2019-07-01, medical device lot #: 9182627, medical device expiration date: 2024-06-30, device manufacture date: 2019-07-01. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 60ml ll brazil had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: we are receiving nf 549.238 and we detected a divergence in lots 9182626 and 9182627 of item 302827, the same has a validity in the physical and in the nf there is another.